Event description:
It was reported that the pump battery would not charge, and the caller did not receive a power source alert. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by using a different wall outlet and wall adapter, but the pump only began charging after the charging cable was plugged into the wall adapter. Technical support informed the customer that non-tandem charging supplies should only be used for troubleshooting and agreed to send a replacement tandem charging cable.